Manufacturer narrative:
Based on the info available, possible suspected root cause (s): it was reported that 2 biosteon drivers that were given to the account to use already had twisted tips. Due to the status of the screwdriver, the screw was not well aligned, hence, the screw was forced and eventually broke. If the driver is not fully engaged, the front of the screw is held and the back is driven. This could occur if the driver is bent/damaged.

Event description:
The customer reported that during acl reconstruction surgery, the 10x28mm biosteon screw broke.